Event description:
Additional information was received and confirmed the following: the artery was quite tortuous suggesting that over time the vessel had elongated away from the stent graft causing the type ib endoleak.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a post-operative follow up CT revealed that there was a distal type I endoleak present. An endurant extension cuff was implanted and the distal type I endoleak was resolved. The investigator assessed the relationship of the event to not be device or procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.